Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. In addition, requested test strips were not returned. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed.

Event description:
Caller, customer's sister, reported that beginning on the evening of (B)(6) 2017, the customer was unable to test using his freestyle freedom lite meter due to the test not starting after the blood sample was applied. Caller further reported that on (B)(6) 2017 at approximately 5:00 a.m., she was contacted by the customer's driver and was informed that the customer was unresponsive and that the adc meter would not provide a reading. Caller went to he customer's house and called the paramedics at 5:30 a.m. Upon their arrival at 5:45 a.m., paramedics used their meter to test the customer and obtained a reading of 31 mg/dl. Paramedics treated the customer with "sugar water 25 cc via injection" and let him rest. A subsequent reading of 108 mg/dl was obtained on the paramedic meter. The caller reported the customer decided to go to dialysis, and she gave him peanut butter to eat prior to taking him to the dialysis clinic. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller, customer's sister, reported that beginning on the evening of (B)(6) 2017, the customer was unable to test using his freestyle freedom lite meter due to the test not starting after the blood sample was applied. Caller further reported that on (B)(6) 2017 at approximately 5:00 a.m., she was contacted by the customer's driver and was informed that the customer was unresponsive and that the adc meter would not provide a reading. Caller went to he customer's house and called the paramedics at 5:30 a.m. Upon their arrival at 5:45 a.m., paramedics used their meter to test the customer and obtained a reading of 31 mg/dl. Paramedics treated the customer with "sugar water 25 cc via injection" and let him rest. A subsequent reading of 108 mg/dl was obtained on the paramedic meter. The caller reported the customer decided to go to dialysis, and she gave him peanut butter to eat prior to taking him to the dialysis clinic. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. Adverse event/product problem was incorrectly documented as (adverse event, product problem) in the initial and follow up #1 report. Adverse event/product problem has been updated to adverse event. In addition, (describe event or problem) has also been corrected as the event date was incorrectly documented as (B)(6) 2017 in the initial and follow up #1 reports. It has been updated to (B)(6) 2017 as per case details.

Event description:
Caller, customer's sister, reported that beginning on the evening of (B)(6) 2017, the customer was unable to test using his freestyle freedom lite meter due to the test not starting after the blood sample was applied. Caller further reported that on (B)(6) 2017 at approximately 5:00 a.m., she was contacted by the customer's driver and was informed that the customer was unresponsive and that the adc meter would not provide a reading. Caller went to he customer's house and called the paramedics at 5:30 a.m. Upon their arrival at 5:45 a.m., paramedics used their meter to test the customer and obtained a reading of 31 mg/dl. Paramedics treated the customer with "sugar water 25 cc via injection" and let him rest. A subsequent reading of 108 mg/dl was obtained on the paramedic meter. The caller reported the customer decided to go to dialysis, and she gave him peanut butter to eat prior to taking him to the dialysis clinic. There was no report of death or permanent injury associated with this event.